Event description:
Customer's mother reported, the customer was hospitalized due to high blood glucose levels. Customer was treated with an insulin drip. Customer's most current blood glucose level was 198 mg/dl. Customer reported the device kept alarming no delivery. Alarm and possible causes were explained to the customer's mother. Customer's mother was advised to run a five unit fixed prime, insulin exited, and no alarm was noted. Customer's mother denied responding further question on the event. Customer requested to use another type of infusion set. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.